Event description:
It was reported that the customer received motor error alarms. The customer's blood glucose level was 309 mg/dl. The customer also reported that the insulin pump's buttons were stuck and her belt clip broke. The customer was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump is being returned but the broken belt clip is not. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.